Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 degenerative mitral regurgitation (mr), tethered posterior mitral leaflet, large prolapse of the anterior mitral leaflet, and a big coaptation gap for a mitraclip procedure. During the procedure, it was noted that +/- knob of the steerable guide catheter (sgc) was tight and difficult to turn during initial testing. Two mitraclip xtr clips were implanted. It was reported that one clip had settled to 15 degrees during establish final arm angle (efaa). It was noted that there was resistance while removing the lock line with the same clip that settled. The mr was reduced to grade <1. The patient was discharged. On (B)(6) 2024, the patient returned with dyspnea and angina for a follow-up visit in the clinic for an echocardiogram. A single leaflet device attachment (slda) was observed on both clips. The posterior mitral leaflet was detached and the mr was recurrent at grade 4+. The clip that had settled during efaa was now observed to be opened to 20 degrees. It was suspected that the clip opening while locked had led to the slda. Additionally, the sldas were attributed to the patient's anatomy for both clips. The patient was referred to surgery. On (B)(6) 2024, surgical intervention was performed. It was noted that the posterior mitral leaflet had torn. After further evaluation the length of the remaining tissue in the clip arm was about 7mm for the clip that had opened while locked.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The other clip reported in b5 that opened while locked and had resistance during lock line removal is filed under a separate report.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Additionally, a review of the complaint history did not indicate a lot-specific product issue. All available information was investigated and based on the information provided and per the physician, the reported slda is due to tethered pml, large prolapse aml, big gap between pml and aml and is therefore related to patient conditions. Tissue damage resulting in mitral valve insufficiency / regurgitation appears to be due to the slda and per the physician the clip as well. Angina and dyspnea are cascading effects of the mr. Tissue damage/injury, angina, dyspnea and mitral regurgitation are known possible complications associated with mitraclip procedures. Surgical intervention and hospitalization were a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that on (B)(6) 2024, a patient presented with grade 5 degenerative mitral regurgitation (mr), tethered posterior mitral leaflet, large prolapse of the anterior mitral leaflet, and a big coaptation gap for a mitraclip procedure. During the procedure, it was noted that +/- knob of the steerable guide catheter (sgc) was tight and difficult to turn during initial testing. Two mitraclip xtr clips were implanted. It was reported that one clip (40807r1037) had settled to 15 degrees during establish final arm angle (efaa). It was noted that there was resistance while removing the lock line with the same clip (40807r1037). The mr was reduced to grade <1. The patient was discharged. On (B)(6) 2024, the patient returned with dyspnea and angina for a follow-up visit in the clinic for an echocardiogram. A single leaflet device attachment (slda) was observed on both clips. The posterior mitral leaflet was detached and the mr was recurrent at grade 4+. The clip that had settled during efaa was now observed to be opened to 20 degrees. It was suspected that the clip opening while locked had led to the slda (40807r1037). Additionally, the sldas were attributed to the patient's anatomy for both clips. The patient was referred to surgery. On (B)(6) 2024, surgical intervention was performed. It was noted that the posterior mitral leaflet had torn. After further evaluation the length of the remaining tissue in the clip arm was about 7mm for the clip that had opened while locked (40807r1037).